Event description:
A hemodialysis inpatient user facility has reported that during treatment, a blood leak occurred. As soon as the blood hit the dialyzer, the leak was visually observed in the dialyzer and the machine alarmed. Estimated blood loss was 200cc's. Pt had no adverse effects. Hematocrit and hemoglobin were checked and blood cultures were drawn and came back normal. Sample was discarded, sample is not available.

Manufacturer narrative:
The investigation is ongoing. At the completion of the investigation, a supplemental MDR will be filed.